Event description:
It was reported that the procedure was to treat a stenosed proximal superficial femoral artery. A 6.5x80mm supera stent was deployed and implanted without issues. During retracting the delivery system, friction was felt with the sheath and the tip became separated from the shaft. The shaft and tip were simply withdrawn together along with the sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during retraction interaction with the sheath resulted in the reported difficult to remove. Manipulation of the device resulted in the noted device damages (kinked inner member, kinked tip jacket) and ultimately resulted in the reported tip separation/noted inner member separation. The noted multiple indents on the device sheath likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.